Event description:
The surgeon implanted a cc4204bf plate collamer lens. The lens was scratched upon insertion into the eye. The lens was removed. The iol injector, model msi-pf, lot # unknown. The iol injection cartridge, model sfc-25 fp, lot # unknown.